Manufacturer narrative:
Device evaluation a report was received indicating that a fragment of the rubber stopper detached and passed through the filter needle into the syringe. As no physical sample was returned, a comprehensive evaluation could not be conducted. To support the investigation, twelve photographs were submitted for review by our quality team. The images depict a needle assembly without a plastic shield, including the needle tip and filter hub. Two of the photographs appear to be schematic representations of a needle hub with a filter. No additional insights could be derived from the photographs. A device history record (DHR) review was completed for the provided material number 305211, lot 4031348. The review found no quality issues during the production of this lot that could have contributed to the reported condition. Additionally, no related quality notifications were identified. All manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the investigation and analysis of the photographic evidence, the reported issue could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by a piece of the rubber stopper came off and came through the filter needle into the syringe. Material#: 305211 batch#: 4031348 on (B)(6) 2025, the hcp reported, ¿during withdrawal of the eylea hd dose from the vial, a piece of the rubber stopper came off and came through the filter needle into the syringe.¿ additional info: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. N/a can you please provide an exact date of event in format dd-mmm-yyyy? 28apr2025 total number of occurrences? One occurrence per this event.